Manufacturer narrative:
Preliminary analysis did not reveal any irregularities.

Event description:
Reportedly on (B)(6) 2015, the device was found with a battery impedance value of 3.46kohms and the time to rrt was 12 months. The patient did not came to the 6 months follow-up. The patient came on (B)(6) 2016 ( 9 months later), upon interrogation, it has been observed that the device had already reached the rrt.

Event description:
Reportedly on (B)(6) 2015, the device was found with a battery impedance value of 3.46 kohms and the time to rrt was 12 months. The patient did not came to the 6 months follow-up. The patient came on (B)(6) 2016 ( 9 months later), upon interrogation, it has been observed that the device had already reached the rrt.